Event description:
It was reported that the device was not working properly and the pt was receiving intermittent therapy. The device was explanted and replaced. The medications being delivered via the device system were compounded baclofen and dilaudid. The pt recovered without sequela. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.